Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report 3 of 7. Report received from (B)(6) stating that the device was returned due to "returned product unused - incoming order failed distributor's inspections." Packaging defects were observed. The device was not being used during surgery and no injury or medical intervention occurred. The date of event is unk. There was no additional information provided.